Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002 - the patient underwent surgery for implant of an unspecified bard/davol composite mesh (also known as composix). As alleged, the patient is making a claim for an adverse patient outcome against the composix. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002 - the patient underwent surgery for implant of an unspecified bard/davol composite mesh (also known as composix). As alleged, the patient is making a claim for an adverse patient outcome against the composix. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with symptomatic umbilical hernia thereby underwent open repair with implant of composix mesh (device #1). Per operative notes, ¿the incarcerated hernia was opened and excised. Joined two hernias close to each other and a composix mesh (device #1) was affixed to the fascia peripherally using sutures.¿ (B)(6) 2010 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with removal of mesh (device #1). Per operative notes, ¿the hernia sac was incised and adhesions were lysed. A bilayer type of mesh (device #1) with polyp properly inside which was adherent to the anterior abdominal wall was folded over where the small bowel was adherent. The remainder of the mesh (device #1) was excised completely and a piece of biological mesh was placed.¿ (B)(6) 2011 - patient was diagnosed with multiple recurrent incisional hernia thereby underwent laparoscopic repair with implant of a biological mesh. (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device #2). Per operative notes, ¿all adhesions were taken down and the hernia defect is seen in the middle of the upper portion of the graft. A ventralight st mesh using echo ps (device #2) was introduced into the abdominal cavity and secured with sutures.¿ (B)(6) 2017 - patient was admitted to hospital for ischemic necrosis of small bowel and bowel obstruction status post exploratory laparotomy for bowel dissection and was discharged on (B)(6) 2017. (Note, no op-notes provided). Attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, mesh migration, nerve damage, hernia recurrence, multiple revision surgeries to remove the mesh, repair of recurrent hernia and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 9 months post implant of composix mesh, patient was diagnosed with hernia recurrence, adhesions and mesh deformation thereby underwent repair with removal of mesh. Per op notes, "mesh folded over where the small bowel was adherent." The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This supplemental emdr represents the mesh ¿ composix (device #1). An additional emdr was submitted to represent the ventralight st w/ echo (device #2). Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.